Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keyapd traces. No button error alarm was noted during testing. No unexpected display anomaly was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump passed the reset error test with no alarm. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer's healthcare provider called and reported the insulin pump alarmed with an unexpected restart alarm several times during normal use. The display reportedly became unreliable when setting insulin units and a button error was received. Customer's blood glucose was 13 mmol/l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.